Event description:
Event description guidant received information that at the implant procedure this patient's new implantable cardioverter defibrillator (ICD), the physician found the atrial lead, a fineline ez with high thresholds, and blood visualized inside the insulation. The ventricular easytrak lead was found to have a fracture seen on x-ray. The easytrak lead also created rate sense noise resulting in inappropriate shocks. A new system was implanted without issue.